Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was put through extensive testing including functional testing and defibrillator shock testing without duplicating any fault to the device. The device was recertified and returned to the customer. Review of the log suggests evidence of the reported problem but does not indicate a device malfunction. The device logs indicated the device charged to 200j but discharged at 301j due to a recorded patient impedance of 180 ohms. The patient's transthoracic impedance measured 112.9 ohms just before discharge, which corresponds to an expected energy delivery range of 222.7j to 301.3j. The observed discharge falls within this range, indicating the device operated as designed and intended. The impedance change suggests poor patient coupling as a contributing factor. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), the device's defib output was out of specification. Complainant indicated that there was no adverse effect to the patient due to the reported issue.